Event description:
It was reported the right ventricular (rv) lead pace/sense port in the device header was obstructed. The physician was not able to fully insert the rv pace/sense lead. The physician attempted to clear the obstruction and the lead would not stay in place after the set screw was tightened. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead. 0185 competitor implantable tachy lead. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The set screw was obstructing the connector bore in the device header.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.